Manufacturer narrative:
Product analysis: analysis was able to confirm that the door/emergency key was not working; the keypad was out of electrical specification. Analysis also noted that the lower case had a broken boss, the output connector assembly was broken, and one knob was missing. Additionally, the encoder switch assembly, three knobs, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the door mode/emergency key would not activate when the external pulse generator (epg) turned off and the emergency key would not activate when the epg was on. The epg was returned for service. There was no patient involvement.